Event description:
It was reported that the patient presented in the clinic with right ventricular lead vegetation and the skin of the device pocket appearing red. The vegetation was visualized through computed tomography (CT) scan. The physician explanted the entire implantable cardioverter-defibrillator system due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.